Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set ckt, an external blood leak occurred at the connection with the extracorporeal circulation, on the return line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a video and photograph of the sample was provided for evaluation. A visual inspection of the returned video and photograph showed that a blood leakage took place at the level of the male warmer luer connector (mll) of the return line. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.